Event description:
Device was removed and replaced because the pressure gradients above and below the valve were elevated indicating the leaflets were not opening and closing. Cause of death was liver failure but pt never recovered from the replacement surgery. The device has never been registered and the facility has lost the info on it. MFR also has no record of the device. Reporter's concern is that if the valve was defective there is no way to track it for the purpose of recall or device failure. Secondly, the valve is still at the hosp and although the MFR has requested the device the hosp has yet to return it to them. Reporter expresses concern that if their child died because of the valve, the fact that these devices cannot be tracked, despite FDA regulation to do so, that this will not allow others to be alerted to a problem. Reporter spoke to MFR and they stated that there was nothing they could do about it.